Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4--unique identifier (UDI) # corrected from "(B)(4)" to "(B)(4)." A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site. Manufacture date not provided, therefore only a partial UDI # is available.

Manufacturer narrative:
Tw ID#: (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported t.w. Power supply, s/n: (B)(6) is not providing power. They found this in testing, no patient effects. This device was not used in a case. They were doing routine testing of or equipment.